Manufacturer narrative:
Fluid leak: the cause of the introducer valve blood leak from around the inserted companion sheath was not determined since product was not returned.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A4 weight is unknown.

Event description:
The complainant reported that a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The valve diaphragm on the peel-away sheath was observed to be leaking slightly around the companion sheath. The physician dilated the diaphragm with a dilator prior to inserting the companion sheath. No harm or adverse events occurred as a result of the leaking valve.